Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. No definitive batch was reported for this device. Three (3) possible batch numbers were reported; however, the reported device was disposed of by the facility before identifying the batch number. Manufacturing and inspection records for the three (3) provided batch/lot numbers were reviewed, and no anomalies were found.

Event description:
It was reported that information was received from the hospital stating the guide wire broke when the surgeon tried to remove the guide wire after drilling. The piece of the tip of the guide wire could not be removed, and it remains in the patient's body. The remaining portion of the guide wire was not returned.